Event description:
The device failed to power up.

Manufacturer narrative:
(B)(4). The device failed to power up. The device was evaluated by a local third party service prover. The symptom was verified. Replacing the power pca resolved the issue.